Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) having a damaged power cable was confirmed via customer submitted photo. The controller was not returned for analysis, and no log files were submitted for review. No alarms associated with the damage were reported. Provided information indicated that the system controller was exchanged, resolving the reported event. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook rev. D, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use, rev. G section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. G section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power advisory and low power hazard alarms. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient's modular cable had damage and was described as "very soft and squishy." The system controller connections for the black and white power cables were breaking down at the connection site, and a system controller and modular cable exchange was performed. The exchanged products were to return for evaluation. The site additionally reported that the modular cable damage had occurred before with this patient.